Event description:
75 year old with hx htn deep vein thrombosis, pyelonephritis, chf, v tach had permanent pacemaker inserted at another institution. Admitted to cmc on 4/2/93 withr heart failure, cellulitis, kr leg, cardiac dysrhythmias. Monitor showed paced to nsr without ectopy, pt. Experienced increasing respiratory distress. Md notified (4/4/93). On 4/5/93 patient found non-responsive, code called, temp. Pacemaker (external) placed. Per iccu manager, first monitor strip stylous demonstrated failure to capture. Patient subsequently expired on 4/12/93 (temporary pacer was working properly at time of expiration).the service rep was clled to reprogram the pacesetterinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-apr-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.